Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she had times in the past where she put in a new battery and the pump remained blank. The customer stated that the most recent time was about a month ago. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the contacts on the battery cap are not missing or damaged. The customer will be sent a replacement battery cap.